Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using a side-firing surgical fiber during a prostate procedure, the aiming beam was observed to be firing straight. The fiber was replaced and the procedure was continued; the second fibers aiming beam was observed to be forward firing. The fiber was replaced and the procedure was completed with a third fiber. Patient outcome: "no injury". This report is for the first side-firing surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-539b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
First fiber: 89,387 joules of use and 11 minutes. Second fiber: 11,000 joules of use and 2 minutes. The fiber tip (cap) for both fibers were not cleaned during the procedure.